Event description:
Subject experienced trismus (reduced opening of the jaw) which may be related to eletrical stimulation exercise protocol. The subject's dentist feels trisums is caused by exercise of secondary jaw opening muscles (submental muscles) because of limited function of primary jaw muscles as a result of head and neck cancer treatment. Subject is reporting improvement with discontinuing excerise protocol and starting 800 mg ibuprofin physical therapy (per dentist recommendations). Subject experienced similar trismus during standard non-research treatments / exercises for swallowing in post - trismus resolved in past with use of ibuprofin and physical therapy along with gentle jaw range of motion exercise.